Manufacturer narrative:
Patient and device details unavailable at the time of this report, this report is submitted on february 28, 2018, (B)(4).

Event description:
It was reported the patient was treated with a topical antibiotic (date and duration not reported) due to an infection at the abutment site.